Manufacturer narrative:
No product was returned, thus no evaluation can be performed. A device history record (DHR) review was not performed as no lot or serial numbers were provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that, with use of the device, after removing the adhesive, the patient noticed a skin redness and a blister. No medical or surgical intervention was reported.